Event description:
In 2006, a facility reported an incident while using a golvo 7007es to transfer a resident from bed to wheelchair. The caregiver got the resident off the bed without any problem, but just before the resident was over the chair, the caregiver felt a jerk. The resident slipped backwards and ended with her head down and feet up. Resident hit head on base of lift. Remainder of pt's body did not touch the floor. Resident suffered a hematoma to the head. No medical attention was needed.

Manufacturer narrative:
The lift involved in the incident was inspected by facility staff and no malfunction was found. Events described in the incident could not be recreated by facility staff. Reason for the incident is unk, but staff thinks the sling may have been put on incorrectly. The lift was returned to svc after facility staff re-certified the equipment based on their inspection and liko, inc. Maintenance guidelines.